Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model# m-4800-01, serial# (B)(4)). Smartablate generator (model# unknown, serial# unknown). Smartablate pump (model# unknown, serial# unknown). Pentaray nav eco catheter (model# d-1282-10-s, lot# 17231770l). UDI# (B)(4). Contact office and manufacturing site should reflect: (B)(4).

Event description:
It was reported that a patient, (B)(6) year old, male, underwent a persistent atrial fibrillation (afib) procedure with a thermocool smarttouch bi-directional navigation catheter and suffered a third degree heart block, which required implantation of a pacemaker. During the procedure, complete heart blocks were discovered and confirmed with echocardiogram. The patient then received an emergency pacemaker. Additional information was received on the event. The patient did require hospitalization for observation. A few hours after the pacemaker was implanted, the patients av node kicked back in. The patient went back into sinus rhythm with a 1st degree heart block. The patient has since fully recovered with no residual effects. The physician did not provide a causality opinion for the cause of this adverse event. However, it was noted that the patient had prior afib ablation procedures along with an enlarged atrium consistently seen with persistent atrial fibrillation that may have contributed to this event.